Event description:
A malfunction was reported on a pump. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, which provided instructions to reset the pump. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump. The customer was instructed to call back if the issue occurred again, and they acknowledged these instructions.